Event description:
There was loss of best corrected visual acuity (bcva) equal to one line. Bcva from (B)(6) 2003. Right eye pre-op 20/20 -1.37 x -.75 x 161, left eye pre-op 20/20 -1.37 x -.75 x 14. Bcva from (B)(6) 2014. Right eye post-op 20/25 1.00 x .00 x 90, left eye post-op 20/20 1.75 x -1.00 x 68.

Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on both eyes (ou) at ninth day post op exam. In order to remove the ingrowth, a flap and rinse was performed. The patient¿s symptoms have been resolved. The removal of epithelial cells was performed at a post enhancement treatment. There was no loss of best correct visual acuity (bcva). There was no patient chief complaint.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
It was reported on the initial report that there was no loss of bcva but there was one line loss of bcva. The pre and post operative refraction was also included. Placeholder.